Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope connector label peeled off. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: cloudy image due to damage on the charged coupled device (ccd) unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, evaluation found the customer's allegation was confirmed and the label on the video connector was peeled. Also, evaluation found the following: the bending section was scratched, the bending section cover adhesive was chipped, and the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿: "[inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.